Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the infusion set tubing during the fill tubing process. Customer did not disconnect the infusion set tubing from the cartridge pigtail to determine source of blockage. Customer changed the infusion set and cartridge. Issue was resolved. Customer's blood glucose was 170 mg/dl.